Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called because the insulin pump was in the alarm mode. The customer then stated that she primed the insulin pump while she was connected to the infusion set and received over sixty units of insulin. The paramedics were called to the customer's home due to low blood glucose levels of 34 mg/dl. Troubleshooting revealed that the insulin pump was programmed correctly. Troubleshooting also revealed that the customer had miscalculated when delivering a bolus, which contributed to the low blood glucose.